Manufacturer narrative:
(B)(4).

Event description:
The patient reported that ever since implant her left leg was pulsating by itself when she was on program 1 at 1.2 volts. When she stood on her right leg she would feel pulsing in the left leg. She also felt stimulation in her back. These sensations were uncomfortable. The doctor suggested the patient change to program 2. On (B)(6) 2015 she changed to program 2 at 1.1 volts; anything higher was hurting. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the pulsating and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.